Manufacturer narrative:
A ge service representative performed an onsite investigation. The controller, the pcb, the universal node pcb, the half cpu, the backplane and the power supply in the generator were all replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would boot up, but would fail to make an image. No patient injury was reported.